Manufacturer narrative:
(B)(4) batch # unk we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was provided. The picture shows a piece of tissue with staples on it, some of the staples were noted to be not fully formed. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the staples malformed after firing. During the lobectomy, when severing the pulmonary fissure, after fired, found the staples malformed, some staples with straight let as the photo shows. The patient was bleeding, did hemostasis by compression, suture was used to sew the wound. The patient is stable and in hospital now.